Event description:
It was reported that the catheter leaked. The location of the leak was unknown.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warning] method for use: 1. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician's instruction by reference to the section" troubleshooting". 2. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure , and as a result the balloon cannot be removed. 3. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, damage, etc. Before inserting a new catheter. Fragments of the balloon or segment of catheter may remain in the bladder. 4. When inserting catheter with a stylet, confirmed that the stylet has reached the tip of the catheter, and then insert without pulling them back. Otherwise, the stylet may exit the side hole to damage the urethral mucosa. [Caution] - use with great care for patients with disturbance of consciousness, etc. When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked. The location of the leak was unknown.